Manufacturer narrative:
Vyaire medical was able to perform 1p calibration due to temperature drift. However, when trying to perform 2p cal there is an error message. The root cause is identified as oxygen sensor depleted earlier than expected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported that the bellavista 1000e was alarming "oxygen sensor requires calibration" even though calibration had been completed. It happened twice in 12 hours during invasive ventilation of a patient on 30% fio2 (fraction of inspired oxygen) settings. The end user had to manually ventilate the patient during calibration attempts but eventually stopped using the ventilator. No harm occurred, but the incident caused delay in treatment.